Manufacturer narrative:
Additional information was added to d4, h4, h6, and h11: d4/h4: the potential lot numbers are the following: 24f027: expiration date is 06/01/2027; UDI# is b)(4), manufacturing date is between june 11, 2024 ¿ june 12, 2024. 24g020: expiration date is 07/01/2027; UDI# is b)(4), manufacturing date is between july 22, 2024 ¿ july 23, 2024. . H11: a batch review of the potential lots was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount (more than 20 units) of large volume infusors underinfused during infusion. The expected therapy times were 23 hours and 24 hours, but a golf ball sized residual amount of piperacillin / tazobactam 18000mg remained. A PICC (peripherally inserted central catheter) line was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: this event occurred between april 22, 2025 - june 28, 2025. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.